Manufacturer narrative:
Occupation: health professional (hpro). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during performance of the anastomosis on an open low anterior resection, it was impossible to connect properly the anvil to the trocar of the stapler. The anvil did not fit and it was easily detached from the trocar when trying to close the stapler. The defected anvil was replaced. They opened new stapler and the anvil of it was used with the reported stapler which already inserted in the rectum. The surgeon decided not to replace the stapler from the rectum in order to reduce damage of tissues. There was no patient injury.

Manufacturer narrative:
Additional information: evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the anvil noted that retainer leg of the anvil was bent and the grasping notch was damaged. Functional testing could not be performed due to the noted damage. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. Replication of the observed anvil damage may occur if the anvil is manipulated with excessive force during the attachment to the instrument, or if the anvil is mishandled during the removal of fitting accessories. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.